Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the freestyle libre sensor on day of application. The customer reported he was unable to perform a capillary test before losing consciousness. The customer came to consciousness by himself, and was able to self-treat with candy and soda. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported the freestyle libre sensor on day of application. The customer reported he was unable to perform a capillary test before losing consciousness. The customer came to consciousness by himself, and was able to self-treat with candy and soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section (expiration date) and (device mfg date) were updated based on extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.